Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high human chorionic gonadotropin (hcg) test result was obtained on a dimension exl 200 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse reported the customer was experiencing issues with the heterogeneous module (hm) assembly. The customer was able to correct an issue with a disconnected hm tubing, recalibrate, run quality control material and repeat the sample. The cse reviewed the error log, inspected the instrument and hm assembly and noticed the integrated multisensor technology (imt) unit needed tubing replacement and replaced all the imt tubing, x seal and sensor, and ran the dilcheck with acceptable results. Siemens headquarter support center (hsc) evaluated the available data and concluded that the customer did not follow tube manufacturer's instructions for use (IFU). The cause of the discordant, falsely high hcg test result was a disconnected tubing in the hm assembly. The instrument is working according to specifications. No further evaluation the instrument is needed.

Event description:
A discordant, falsely high human chorionic gonadotropin (hcg) test result was obtained on a dimension exl 200 instrument. The same sample was repeated on the same instrument giving a lower result. A corrected test report was issued. The patient was reportedly denied pain medication post surgery based on the discordant falsely high test result. There are no known reports of patient intervention, or adverse health consequences due to the discordant, falsely high hcg.